Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the vessel sealer extend (vse) instrument ¿locked up¿ while encountering recoverable faults. The customer power-cycled to resolve the issue and the procedure was completed. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system event logs and found error 31199 indicating an issue with usm3. The logs also showed that the site disabled usm3. The tse asked the caller if they had the vse installed on usm3 when they noticed the issue. The caller was unsure. Usm3 was showing fiber issues in the error logs. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to the reach out to the author to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced usm3 in accordance with the logs pointing toward fiber related issues. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The unit was tested on a in house system and failed normal mode as it triggered 25930 errors on degrees of freedom (dofs) 8 and 9, plus it triggered errors 1126 and 31226 on all fiber cables. The unit failed the fiber test on the clockspring, parallelogram, and rolling loop. The system did not trigger errors 22020 but they were confirmed via error logs/system logs on dof's 8 and 9. The unit failed lissajous test on dof's 8 and 9 plus it failed carriage strength test dof 9. The unit went through more testing on a pftp and passed direction tests, cva characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, and carriage switches test. The clockspring, parallelogram, rolling loop, and isa board will be replaced and the carriage will be upgraded to a -19 as a fix to the reported problem. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2022 has been performed by an isi tse viewed system event logs and found error 31199 indicating an issue with usm3. Logs also showed that the site disabled usm3. This complaint is being reported due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped, as the usm3 became unavailable/non-functional after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.